Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that, over the past year, this right ventricular lead exhibited an increase in shock impedance measurements, measuring from 83, 121, 119, and now at 136 ohms. No additional adverse patient effects were reported. This rv lead and competitor pulse generator remains in-service.